Manufacturer narrative:
Continuation of d10: product ID: 106a3, product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The catheter was replaced, but the issue was not resolved. The case was switched to a backup console and completed with cryo. After the case, test ablations were performed, and a system notice was received indicating that the pressure was low in the system. The tank was opened, and a system notice was received indicating that the refrigerant level was too low to continue. The tank was replaced. There was concern about the temperature dropping quickly during the last test ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed seven applications were performed using a catheter identified as afapro28 with lot number 23299-010. The patient file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during ablation at applications 5,6 <(><<)>(> <(>&<)><(><<)>)>7. Console output data (pressure, preset pressure, and flow) didn't show any temperature artifact. Pressure was tracking preset pressure and flow readings are as expected. The failure file was not received. In conclusion, the temperature issue was not observed in the data file but the system notice was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d1,d3,d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.